Event description:
Customer rec'd blood glucose readings between 200 and 300mg/dl. Normal range is 140 - 160md/dl. Doctor increased medication. The next day the results were still high. The next day after taking medication the customer felt low blood symptoms. One hour later at the hosp the customer was given an IV. The hosp's device read 160mg/dl and the customer's device read 320mg/dl. The customer was admitted to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.